Manufacturer narrative:
One 72202602 twinfix ultra 5.5mm suture anchor reported on. Product was used for treatment but not returned for evaluation. Due to product unavailability definitive conclusions, accurate investigation and evaluation were limited. If objective evidence becomes available, the complaint will be revisited. IFU 10600675 confirms instructions, precautionary statements and recommendations for proper use of product. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1) IFU not adhered to. 2) use of other than recommended method, prep instrument size and/or types. 3) entanglement with guide wire or other instrument. 4) incompatible or unexpected bone density/condition. 5) use of excess torque or force. 6) incomplete anchor insertion. 7) loss of or lack of axial alignment. Per IFU: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Bone quality must be adequate to allow proper placement of suture anchor. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. A two-finger ao technique should be used to insert the anchor. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force.¿ recommended prep instrument for normal bone condition is a pilot hole with a 4.5 spade tip drill and a 5.5/6/5 threaded dilator. Product met specifications upon release to distribution.

Event description:
It was reported that during the procedure when the twinfix was in contact with the patient it broke. No delay and a back up was available to complete the procedure. No patient injury was reported.